Event description:
The pt reported that her blood glucose values were 600 mg/dl. She reported that she was using a competitor infusion set for the first time and was not sure how long to leave in before changing. She reported that her normal blood glucose reading is 120 mg/dl. She reported that she was not experiencing any symptoms of the elevated blood glucose. The pt reported that she administered a bolus to reduce her blood glucose values. The pt did not require any medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned.

Manufacturer narrative:
No product will be returned for eval.